Event description:
Complainant alleged that during routine shift check by a clinician, the device displayed a "status 110" and "status 66" message on power up. The complainant indicated that there was no pt involvement in the reported malfunction.